Event description:
It was reported that the charge time limit had been reached on the device. The charge timeout alert was noted on a merlin.net transmission. The patient will be brought into the clinic for a device check. No further information is available.

Manufacturer narrative:
The reported field event of an hv charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturer for further evaluation and an anomalous capacitor was found. The root cause of the charge timeout was an anomalous hv capacitor.

Event description:
New information received notes that the patient presented in clinic for a follow up. During capacitor maintenance, a loud audible pop sound was heard. The device continued to show an alert for long charge time. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.